Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, damaged and cracked case at display window, cracked battery tube threads, reservoir tube lip.

Event description:
Customer reported, the insulin pump was run over and it was not working. Customer all ready revert to back up plan. Blood glucose was 250 mg/dl. Customer stated, the device was totally crushed as it was run over by a vehicle. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.